Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unwilling to be reached by phone for additional information. The patient was unable to confirm when the alleged meter issue began. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. However, the patient reported developing symptom of ¿shaking¿ an unknown time after the alleged issue began. It was not specified if the patient received any treatment as a result of the alleged issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.